Event description:
Blood leakage in av-loop near the t-fitting.

Manufacturer narrative:
Initial review of this complaint was deemed not to be reportable due to no adverse event taking place. During routine inspection now taking place at the manufacturer's facility, the FDA investigator recommended that a medwatch report be filed for this complaint. No patient identifier information is available due to the date the initial complaint was received and the hospital did not document any information regarding the event.